Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #s 1627487-2011-00555, 1627487-2011-00566 and 1627487-2011-00568. The pt received an scs system including an ipg, a surgical lead and two lead anchors on (B)(6) 2010. It was reported that he was experiencing uncomfortable stomach pain that interfered with his stimulation. The reported discomfort was said to be present when the stimulation was not in use. The physician attributed the majority of the pt's pain to a possible clipped nerve. Efforts to rectify this matter via programming proved unsuccessful. At the pt's request, his scs system was removed. Follow-up on this issue found that the reported pain still exits, and the pt feels marginally better since the removal of his scs system.